Event description:
It was reported that the customer received multiple altitude alarms. The customer was able to clear the alarm successfully. The customer reported that blood glucose level was elevated; however, the customer was only using the pump for correction and carb boluses and was not using the pump for basal delivery.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental form will be submitted.